Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was greater than 500 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.